Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported questionable bolus advice. Customer states settings are correct but alleged bolus advice and active insulin showed incorrect amounts. No adverse event. Meter was returned and replaced.